Event description:
The valve was abandoned at implant when intra-operative echo showed a product performance issue, possibly regurgitation of unknown origin. The device was replaced during the case with no patient complication reported.